Event description:
Patient reports having a nevro stimulator for pain. Pt said they have been having a lot of problems with their pain. Agent redirected pt to contact nevro patient services or their pain doctor regarding problems with their pain. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".